Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.4 opened two slots instead of one when a vial of fentanyl was removed, despite inventory counts being correct and no demand count being selected. A field service engineer (fse) visited the site and observed no failures on the screen. The fse accessed the hardware test application and tested mini drawer 1.4, identifying that the tray was extending farther than expected. The fse replaced the mini drawer engine and performed final testing, confirming that the drawer operated correctly after the replacement to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer 1.4 opened two slots when it should have only opened one. Customer stated that when removing one vial of fentanyl, the pyxis opened two slots, both with vials present. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.